Event description:
It was reported that the patients mobile power unit (mpu) may have not been working as expected. Patient has had a possible history of sleeping on batteries and has utilized backup batteries (ebb) on one known occasion therefore the mpu was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6) not functioning as intended was confirmed via log file analysis. The mpu was evaluated at the pleasant on service depot. The mpu was connected to power and booted up and functioned as intended; however, a nonconforming capacitor on the power supply assembly was found. No further testing was performed. The customer was provided a warranty replacement mpu. Data from 30mar2025 was reviewed in the submitted log files. It was noted that a loss of external power occurred at 03:01, while the controller was connected to the mpu. The backup battery supported the system at this time, and the loss of external power did not prevent the controller from supporting the system as intended. No other notable events were observed in the log file. The root cause of the reported event was determined to be due to a nonconforming capacitor on the power supply assembly. A corrective action was initiated to investigate this issue. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.